Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc needle did not retract and the blood control failed. The following information was provided by the initial reporter: clinician reports 22g iagbc piv not functioning properly during insertion. Clinician reports catheter is difficult to thread over needle during insertion, safety button malfunctions and blood control fails resulting in blood "spitting" from catheter hub. Additional information received: any adverse event or serious injury reported to patient or healthcare professional? No was there a delay of, or change in, the course of treatment due to the event? Unknown please supply additional patient information: unknown what was the patient outcome? N/a how was procedure completed? With a new needle